Manufacturer narrative:
The device has been explanted, and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was re-implanted in 2009. However, no further information was received up to now about the reasons for re-implantation.